Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, upon sensor pod removal, patient was unable to locate sensor wire. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).